Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent lead replacement procedure. No further information has been obtained. Additional information was received that the patient was doing well postoperatively. Explanted device was not returned.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent lead replacement procedure. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7087902, UDI: (B)(4).